Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter attempted to re-wire piv using neomagic. Argon l-cath PICC inserted and found to be leaking to insertion site. (PICC trimmed to 10 cm). PICC removed and examined-found to have a leak at the 3rd black mark from hub. Level of harm: no apparent harm - reached the patient/person - inconvenient.